Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Evaluation of the returned device revealed that the tip of the device was damaged. Microscopic and tactile examination revealed numerous kinks in the shaft. Microscopic examination revealed a separation at the collar/proximal shaft location. Microscopic examination revealed the ptfe pulled out of the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery(rca). During percutaneous coronary intervention (pci) procedure, a guidezilla guide extension catheter was delivered to the proximal site of the rca then a non bsc balloon catheter was inserted to perform pre dilation. After dilation, the guidewire and balloon catheter were pulled together. When the physician attempted to advance the guidewire, significant resistance was encountered. Thus, the guidewire, the balloon catheter and the guidezilla guide extension catheter were all removed together from the patient. However, it was noticed that the connection part between segment and the shaft of the guidezilla guide extension catheter was separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery(rca). During percutaneous coronary intervention (pci) procedure, a guidezilla¿ guide extension catheter was delivered to the proximal site of the rca then a non bsc balloon catheter was inserted to perform pre dilation. After dilation, the guidewire and balloon catheter were pulled together. When the physician attempted to advance the guidewire, significant resistance was encountered. Thus, the guidewire, the balloon catheter and the guidezilla¿ guide extension catheter were all removed together from the patient. However, it was noticed that the connection part between segment and the shaft of the guidezilla¿ guide extension catheter was separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.